Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the hcp reported that the patient was in the ICU (intensive care unit) and they thought that the pump might be related to it, so they wanted to have the pump turned off. The hcp had no additional information regarding the event. No patient symptoms were reported. No further complications have been reported as a result of this event.